Event description:
Report received of an overdose of mso4 due to a programming error. The pt was placed on pca with mso4 1mg/ml at 0100 in 2001 in preparation for surgery. The pump was ordered to be in the continuous + pca mode to deliver 1mg/hour with a pca dose of 1mg every 6 minutes and a 4-hour lockout of 30 mg. The pt was taken to surgery at 1140 and was placed in a holding area where pt was noted to have severe respiratory depression. The pt required intubation and an unspecified amount of narcan. A bronchoscopy was performed on the pt in the surgery holding area and the pt was then transferred to the ICU and placed on short-term ventilatory support. The pt eventually required a tracheostomy. The scheduled amputation was never performed. The customer contact reported that with the pt being off of their leg and receiving additional oxygenation while on ventilatory support, the condition of the pt's leg improved and no longer required the amputation. The pt was sent to a nursing home for rehabilitation. The customer contact reported that the pt's mental capacity returned to the level it was at before the reported event. The customer contact printed the history off of the pump and reported that the pump was programmed in the continuous + pca mode to deliver mso4 1mg/ml at 10mg/hour with a pca dose of 1 mg every 6 minutes with a 4-hour lockout of 30 mg.